Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the united states, it is similar to a device currently marketed for sale in the united states.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the proximal left anterior descending (lad) artery. The 3.0x15mm tenku balloon dilatation catheter (bdc) was soaked before use and prepped before use with no issue or leak noted during preparation. The bdc was advanced to the target lesion without resistance; however, during the second inflation the balloon ruptured at 14 atmospheres (atm) and the bdc was removed without reported issue. The physician commented that the balloon ruptured due to the heavily calcified lesion. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The procedure was successfully completed after deployment of an unspecified stent implant. There was no additional information provided.